Manufacturer narrative:
(B(4). Loading technique. The analysis results found that the sr55 reload was received with the right side fully loaded and the left side fully fired. Further analysis of the cartridge showed that the wedge knife assembly was broken. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. No functional test was performed due the condition of the cartridge. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparotomy procedure, the stapler was set on 'blue' before firing. The reload was loaded into the device without problems. After firing, surgeon noticed the device only stapled on one side; tissue on one side was not closed and no staples were present. The reload was removed and a new reload from the same lot number was used to continue the procedure. This reload performed without any problems. There were no adverse consequences for the patient reported. The instrument was discarded, the first reload was returned to (B)(4). Picture available.